Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Bone quality of the 36 patients involved with this study was not stated in the article. The article did note that bone quality was not used as exclusion criteria for the study. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen tm tibia package insert, use of this device is contraindicated for patients with insufficient bone stock on the tibial surface. The journal article notes that there is potential concern about whether reduction osteotomy of a solid cortical layer forming the medial outer surface of the tibia reduces bone density around the tibial component and impairs fixation of the component, and notes that use of an uncemented tibial component may further increase the risk of premature loosening or subsidence of the component. The mis multi-reference 4-in-1 femoral instrumentation system surgical technique states that the surgeon must determine the appropriate level of tibial resection based on patient age, bone quality, and the type of prosthetic fixation planned. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315005951. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that symptomatic subsidence greater than 2mm was found in two knees. At one year postoperatively, all subsidence settled with no progression thereafter.